Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a damaged light blue main body was noted. Functional tests were performed on the device which included device to device testing, leak testing, clear passage testing, clamp function testing, and torque testing with no issues noted. A short simulated therapy was performed. The sample evaluation verified the reported problem of damaged main body. The cause of the damaged light blue main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned, and a device evaluation is currently underway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had damaged tubing. The transfer set was in use when the damaged was noted. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.